Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that noise was confirmed on the aegm (atrial electrogram) as well as rate fluctuation due to oversensing. Undersensing was also observed on the electrocardiogram. When the measurement was made in unipolar configuration, the atrial sensitivity resulted in undersensing. X-ray images were taken, but a fracture site could not be identified. The lead was reprogrammed, remains in use, and the patient will be monitored. No patient complications have been reported as a result of this event.